Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken vibrator motor black wire. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a vibrate anomaly. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.